Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (past bg not provided; current bg 400 mg/dl). The infusion set site was changed and a bolus via the pump was delivered to address bg. The customer thought that the pump was not delivering the insulin or the insulin was not working. During a pump system check, no device issues were identified. The customer reported to have changed the basal rate without consulting with a healthcare provider and the insulin had been exposed to really cold temperatures. Due to the cold temperature, the customer thought the insulin may not be working properly to lower the bg. The customer reverted to using insulin injections until the bg returned to target level. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.